Manufacturer narrative:
Concomitant: product ID 97754, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4)

Event description:
Additional information received reported that the implantable neurostimulator (ins) was replaced about a month prior to this report because it was sticking out too far. No follow-up was required as this was a historic device about a device no longer in service and follow-up had already been performed for the event.

Event description:
It was reported that the patient couldn¿t seem to get any power for the back stimulator. The patient was not able to recharge the implantable neurostimulator (ins). That thing they put in the posterior (the ins) was sticking up. It was not coming through the skin but was not lying flat anymore. This problem started the week prior. The problems with not being able to charge the ins started the week prior. The patient had not had any falls of traumas that maybe caused the ins to not lay flat. The patients back hurt so much, knees were beginning to hurt, feet killed, and everything from the neck down was hurting. The patient was supposed to go back to see the healthcare provider (hcp) in march. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.